Event description:
"The gun malfunctioned the last time the physician attempted to use it. The gun began to freeze around the o-ring, with a ball of ice forming there. Then the barrel and the whole gun froze, with the ice actually going out into the tubing. Everything iced over. The gun was frozen to the patient. Physician tried to turn the gun off and release the pressure, but it would not function at all. Physician then had to turn the tank off. This resulted in what seemed like a build-up pressure within the gun, and it sprayed nitrous oxid out around the o-ring which burned the patient."